Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that an invasive procedure was performed. The ICD was explanted and replaced and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the ICD identified an arc mark on the device case. Review of device memory found a shorted lead fault and a charge time exceeded fault was recorded on after a 41 joule shock was delivered and a low pacing impedance measurement of less than 20 ohms was recorded resulting in the device battery status moving to end of life (eol). An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the 41 joule shock that resulted in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the high voltage charge attempt caused the device to declare eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a low out of range shock impedance measurement less than 20 ohms following delivery of shock therapy resulting in a shock lead shorted fault being recorded. Boston scientific technical services (ts) discussed device and lead replacement. The patient was fitted with a life vest and device and lead replacement was planned for a date in the future. Subsequently, a charge time out fault message was noted through the remote monitoring system and the device battery capacity was noted to be depleted. The patient was already scheduled for device and lead replacement. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.